Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a sling procedure on an unknown date. The patient experienced hip pain after the surgery and was treated by a neurologist. The patient underwent a procedure for removal of the sling. Recently, the patient continued to significant groin pain. A vaginal ultrasound showed something on the rectus muscle. No additional information was provided.